Manufacturer narrative:
(B)(4). Report source: other: hc adverse incident report reference (B)(4); submitted to hc (health canada) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient began experiencing significant pain in the buttocks, hips, legs, and lower back, and during and after sexual intercourse. At times, she has slight pain in the groin and vagina. She also has nocturnal pain when in supine position and frequent awakenings. As a result, there has been a decrease in the frequency of her sexual intercourse, in the length of her marches and in her speed of performance, in the weight that she lifts, and in participation in her activities in society, family, domestic life, and at work. She is unable to sit or stand for 45 minutes or more without increasing pain and stiffness. She cannot do her 35-hours-a-week job and she is on sick leave with reduced workload to 3 days a week, and if possible, not online for 3 days due to increased pain for several days. The patient was diagnosed with major depression after 9 months of endurance of these chronic pain that occurred just after the implantation and also because of the doctors' inability to find what she had and it discouraged her.